Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact inside battery tube. The pump was unable to verify the motor error alarm due to blank display. However, motor was test outside of the device and passed the motor tests. No moisture damage found on motor and electronic assembly. The pump was received with scratched on display window and cracked at battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the motor error stopped without alarm. The customer's blood glucose reading was unknown. The insulin pump was returned for analysis.